Manufacturer narrative:
This report is submitted on december 15, 2022.

Event description:
Per the clinic, the attract magnet was explanted on (B)(6) 2017 due to unknown reason. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced pain at the implant site and subsequently, was treated with oral and topical antibiotics for 10 days on (B)(6) 2016. The patient reported pain again on (B)(6) 2017 and was treated with 2 types of oral antibiotics for 14 days. It was reported that the patient experienced extrusion of the implant magnet. Subsequently, the patient underwent a revision surgery on (B)(6) 2017 under general anesthesia in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture. This report is submitted on january 17, 2023.